Manufacturer narrative:
The albumin reagent lot number is 858773, and the expiration date is 30-nov-2026. The cholesterol reagent lot number is 845940, and the expiration date is 31-aug-2025. The ast reagent lot number is 870799, and the expiration date is 30-apr-2026. The total protein reagent lot number is 858705, the expiration date is 31-may-2026. The phosphorus, ggt, crp, creatinine (urine), microalbumin (urine), bun, creatinine, total bilirubin, alt, hdl, and prealbumin reagent lot numbers and expiration dates were not provided. A field service engineer (fse) completed a mechanism check, cup level check, checked the check valves, the gearpump, and the sample needle adjustment and rinsing, all were okay. The sample valve was dirty, and during the sample needle rinsing check, he observed splashing and adjusted the flow rate. Crystals were observed in the sonic wash station. The fse completed validation tests that were passing as well as a patient check and comparison that were also passing. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphorus, ggt, crp, creatinine (urine), microalbumin (urine), total protein (urine), bun, creatinine, total bilirubin, ast, alt, cholesterol, hdl, and prealbumin results from the cobas c 503 analytical unit. The unit of measurement was provided for some results. It was requested for the remaining results, and was not provided. Please see the attachment for the results.

Manufacturer narrative:
A field service engineer (fse) replaced two sample valves. The customer has not reported any new issues. The investigation determined that the service action resolved the issue.